Event description:
The monitor was being evaluated at a hosp. The hosp called the sales rep to report that the monitor shut off after 20 to 30 minutes of use. There was no audible alarm when the monitor turned off.